Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported a perifocal hemorrhage at the patient's right dbs lead site occurred. The patient was administered medication and the issue resolved over time. CT scan results further confirmed resolution.